Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00c20, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A friend or family member of a patient implanted for bowel dysfunction and gastrointestinal/pelvic floor reported that the patient hadn't been feeling well and she had a loss of therapy and return of bowel symptoms. She had cancer, the treatment process could have affected her bowels, and she had been cancer-free for five years. She was also diabetic and her sugars were high. The reporter wondered if the patient might have caught a bug or if there was too much fiber in her diet. The patient had started physical therapy for sciatica on (B)(6) 2015 and interferential electrical current therapy was suggested, but it was unknown if she had any treatments. The change in therapy and symptoms was gradual and the patient was not feeling well on (B)(6) 2015. She also had a bowel accident on (B)(6) 2015 and a bowel "incident" on (B)(6) 2015. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.